Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of life message. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.